Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was returned to pentax medical from a customer on 04/21/2017 with a concern of fail dry leak test. Inspection of the unit was performed on 04/24/2017 where the quality control inspector found the following: -leak at biopsy channel (large/ primary) inlet side. -fluid invasion in control body. -insertion tube bump at stage 1. -distal cap missing silicone. -operation channel- primary, kinked at end of insertion root. -failed dry leak test. -umbilical cable dent. -segment steel braid cut. -lightguide prong cover glass set loose. -failed wet leak test. -umbilical cable collapse. -hole in # 2 remote control button cover. -bending rubber pinhole. -suction function not performed unit compromised. -customer complaint confirmed. -control body mild corrosion inside. -bending rubber leak at middle section. -segment screw loose at insertion tube. -rubber trim collar mild cut. -fluid invasion not observed in pve connector. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. Repairs were performed which included replacement of the following components: -o-rings and seals. -bending rubber. -adjusting collar. -air/water tube. -operation channel. -segment staycoil assy imp-c/pb-free. -insertion flexible tube. -rl pulley assy. -ud pulley assy. -remote control button(1). -fwd body trim collar. -distal case/cap. -fwd body trim cover attaching nut. -rubber trim collar. -root brace rubber. -fwd body trim collar. The distal case/cap was replaced and resealed pursuant to the field correction and the duodenoscope was returned to the customer on 05/26/2017.